Event description:
During transfemoral deployment, pacing capture was lost, and the valve embolized aortic. The valve could not be deployed into the aorta. A second valve was placed, and the patient was taken for a mini sternotomy to remove the valve. During sapien xt valve deployment, 10-15 beats of pacing occurred before pacing capture was lost. The patient had a large ascending aorta, and the balloon was only partially inflated before it began to move. It was attempted to pull the valve into the descending aorta, but the tortuosity of the transverse aorta would not allow the valve to be pulled back. The valve was left in the aorta, while a second valve was placed. The patient was then transferred for surgical removal of the valve. The second valve was placed 50/50 with no central aortic insufficiency (cai) or paravalvular leak (pvl). The first valve was successfully removed via the aorta during surgery. They cut the thv valve in half then removed it. When doing the mini sternotomy to remove the embolized valve, the surgeon accidently cut the bypass graft feeding the rca. Subsequently he had to repair the graft. At the time of this report the patient is still hospitalized but doing well. The second valve remained functioning and intact in the aortic annulus. The loss of pacing capture contributed to the embolization of the valve.

Manufacturer narrative:
(B)(4). Per the instructions for use, device embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the cause of the embolization was attributed to the loss of pacing capture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required